Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbed chin - skin [skin injury] toothbrush head has fallen off - oral-b [device breakage] case narrative: a spouse via e-mail stated that their husband stabbed his chin as the oral-b toothbrush head fell off of the oral-b toothbrush. No serious injury was reported.

Event description:
Stabbed chin - skin [skin injury] . Toothbrush head has fallen off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: a spouse via e-mail stated that their husband stabbed his chin as the oral-b toothbrush head fell off of the oral-b toothbrush. No serious injury was reported. 17-aug-2023, case update from information initially received on 12-jul-2023: the suspect product was oral-b power oral care refills crossaction eb50. No serious injury was reported. 31-aug-2023, product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
31-aug-2023, product investigation results: product return was requested or its in transport. Evaluation will occur upon receipt of product return.